Event description:
It was reported that the patient experienced difficulty connecting a luer connector during a supply change, with multiple attempts by the patient and others failing to lock it into place. The patient then used a connector from a different box, which connected successfully, allowing the supply change to be completed and insulin delivery to resume without further issues. A replacement box of luer connectors was sent via standard shipping, and the patient was advised to call back if additional assistance was needed. Blood glucose was not affected by this issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.